Manufacturer narrative:
B4:02aug2021. The service engineer (se) evaluated the unit and confirmed the reported problem through operation checking. The evaluation determined that the power was not supplied properly due to the malfunction in the power management (pm) board and the device failed to reach from a state of starting up until a state of displaying the screen. The pm board was successfully replaced to address the reported problem.

Event description:
It was reported to philips by a dealer representative that the screen turned blank during pre-use checking. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. No medical intervention was reported, and there was no delay in therapy as a result of this issue.